Event description:
The customer reported the battery is not charging. The customer reported the unit was in use on patient, but no patient harm.

Manufacturer narrative:
Pr#: (B)(4). Patient was requested and the customer refused, reporting the information is confidential.